Event description:
The customer stated that the patient's meter has not been working properly. The pt stated that sometimes it will come on and other times it will not. Customer also indicating that segments were missing from the display. A review of the system was conducted over the phone. This review did not indicate that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with further questions/concern.